Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The device was returned and visual examination identified that the strike plate had fractured at the thread, and the threaded portion remained in the handle. Device history record (DHR) was reviewed and no discrepancies were found. A definite root cause remains undetermined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Reported event was confirmed by review of pictures. A photo provided by the consumer confirmed that the strike plate had fractured at the thread. Device history record (DHR) was reviewed and no discrepancies were found. A definite root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Report source: event occurred in (B)(6).

Event description:
It was reported that during a procedure, the metal plate of the impactor fractured from the instrument. No impact to patient reports. Attempts have been made and no further information has been provided.